Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a cardiac catheterization interventional procedure. Reportedly, the black portion of the sheath twisted during device insertion. A second proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight was not available but patient was reported as large. Estimated date of occurrence, exact date was not provided. The second device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Ten unused sterile representative devices with lot number 30214j1 were returned for evaluation. Functional testing was performed on the three returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.